Event description:
Report received from (B)(6) stating that the "cutter could not be secured" into the device. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was rec'd by anspach. The event was confirmed. The device was evaluated and it was determined that the device failed the cutter insertion test. The device was repaired, and passed final acceptance criteria. If add'l info is rec'd, a supplemental MDR will be sent. (B)(4).